Event description:
It was reported that the patient had a fit and hit her head with her fists. Testing confirmed that the device has malfunctioned as 9 channels show high impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.